Event description:
It was reported the device had telemetry issues and problems with recharging. An ins overdischarge was suspected. Additional info received indicated the pt experienced a loss of stimulation. The event was attributed to the ins. The generator had turned over in the pocket and could not be recharged. The pt underwent a revision. The pt recovered without sequela.